Event description:
It was reported that a cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm closure device was not sitting correctly in the laa, and the physician decided to downsize to a 24mm watchman flx laa closure device after 2 recaptures. This 24mm closure device also did not sit correctly in the laa and was removed after 3 recaptures. The physician was in the process of switching to a double curve was when the physician noticed fluid behind the laa on transesophageal echocardiogram (tee). Pericardial effusion and tamponade were noted circumferentially and in the left chest cavity. The blood pressure of the dropped, and pericardiocentesis was performed. After 800 cc's of fluid was drained, the patient was sent for cardiothoracic (CT) surgery. A tear in the laa was noted and the patient had an unknown congenital defect where the pericardium did not fully form. The patient was bleeding out into the left chest cavity. The tear was closed and an laa clip was placed. The patient also required a blood transfusion. The patient is expected to make a full recovery. It was further reported that the patient died on an unknown date post procedure.

Manufacturer narrative:
B2: date of death - estimated as the event date of the cardiac perforation, pericardial effusion, and cardiac tamponade as the exact date of death is otherwise unknown. B2: outcomes attrib to adv event - updated to include death. B5: describe event or problem - updated with note of patient death. H1: type of reportable event - updated to death. H6: impact codes- added impact code for death.

Event description:
It was reported that a cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman fxd curve access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The 27mm closure device was not sitting correctly in the laa, and the physician decided to downsize to a 24mm watchman flx laa closure device after 2 recaptures. This 24mm closure device also did not sit correctly in the laa and was removed after 3 recaptures. The physician was in the process of switching to a double curve was when the physician noticed fluid behind the laa on transesophageal echocardiogram (tee). Pericardial effusion and tamponade were noted circumferentially and in the left chest cavity. The blood pressure of the dropped, and pericardiocentesis was performed. After 800 cc's of fluid was drained, the patient was sent for cardiothoracic (CT) surgery. A tear in the laa was noted and the patient had an unknown congenital defect where the pericardium did not fully form. The patient was bleeding out into the left chest cavity. The tear was closed and an laa clip was placed. The patient also required a blood transfusion. The patient is expected to make a full recovery.